Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with recurrent low readings, including a nadir of 50 mg/dl and approximately 45 minutes outside the target range, in the context of large pre-bed carbohydrate intake and missed meal announcements over several days. Symptoms included hypoglycemia without loss of consciousness, diabetic ketoacidosis, or other acute complications. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and self-management with education and troubleshooting provided. Investigation included review of device data and user-reported behaviors. Investigation of this case revealed inconsistent meal announcements and significant bedtime carbohydrate intake associated with nocturnal hyperglycemia followed by corrective dosing and subsequent lows. It was concluded that the event was consistent with hypoglycemia of unclear device-related cause, with contributory user behaviors identified and education provided to reduce bedtime carbohydrate intake and improve meal announcement adherence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.